Manufacturer narrative:
The case description states that the user received a memory corruption error on (B)(6) 2025 which resulted in their pod no longer delivering insulin. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files found that the engineering log files from the date of occurrence were overwritten due to continued use of the system. Inspection of the audit logs found that the ios application was first initialized on (B)(6) 2025. The audit and engineering log files contain no records of memory corruption errors occurring; however, the logs show that the user received frequent memory warnings. On the date of occurrence, the audit logs show that the user attempted to deactivate a pod, however communication errors resulted in pod deactivation failing, and the user discarded the pod. During this user-application interaction, the user received another memory warning. Activation of a new pod did not occur until the following day. Acknowledgment of memory corruption alarms will reset the device, resulting in deletion of logs from before the reset. No memory corruption alarms were observed in the available log files. The investigation confirmed a memory corruption error did not occur on the reported date of occurrence.

Event description:
The patient sought medical attention at the hospital on (B)(6) 2025, due to severe high blood glucose (bg) levels (over 400), ketones in the urine, and diabetic ketoacidosis (dka). The pod stopped providing insulin due to a memory corruption error. The hospital visit lasted until (B)(6) 2025. Treatment included lab tests, intravenous (IV) insulin, and electrolytes. The pod's pink slide moved forward, the cannula was inserted correctly, and there was no redness, swelling, or insulin leakage at the pod site. The cannula looked normal after removal. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.5. Smartphone hardware: iphone14.5. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.